Manufacturer narrative:
Correction: date of explant. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that patient was unable to connect to the implantable pulse generator (ipg) using the patient controller. Diagnostic attempts were made to resolve the issue however was unsuccessful. Upon attempting to connect with the ipg a message was observed stating to replace the ipg. Patient had ineffective stimulation since october. No further information is available at this time.

Manufacturer narrative:
Updated to serious injury.

Event description:
New information received states that the device was explanted, and a new device was implanted. Therapy was established post procedure. There were no complications during the procedure. Patient was stable.